Event description:
It was reported by the customer that she shocked by the unit.

Manufacturer narrative:
It is reported that the customer got shocked by the unit. But further investigation and evaluation could not be duplicated. The cause of the event is unknown.